Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One bag of the product was received for investigation. The reported condition has been confirmed. According to the investigation, the possible root cause would be the cutting blade moved during the cutting process, so the gauze was pulverized resulting in loose contamination. The supplier has taken following actions:¿changed the swabs design of the lower layer of the gauze to increase to 1-1.5 cm width in first folding ¿add a cleaning process after cutting ¿the slitting device will be upgraded to an automatic slitting machine that would improve slitting accuracy to prevent sponges from flaking. This complaint will be used for trending purpose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that the product is linting and tearing.